Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the xpo100b concentrator is shutting down after running for a few minutes without alarms.

Event description:
It was reported by dealer that the xpo100b concentraotr is shutting down after running for a few minutes without alarms.unit was evaluated on 6/22/2015 and repair statement shows that the manifold hoses were leaking and the sieve beds were saturated.

Manufacturer narrative:
Follow up will be filed if additional information is received. Unit was evaluated on 6/22/2015 and repair statement shows that the manifold hoses were leaking and the sieve beds were saturated.